Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the customer uses novolog insulin and the cartridge had been in use for 5 days. During the most recent occurrence, the customer reported that the cartridge was filled with approximately 250-260 units of insulin. The customer received an initial accurate fill estimate; however, within a day, the insulin gauge decreased to 23 units which was lower than expected. The customer's blood glucose level was reported to be 300 mg/dl, and was addressed with a correction bolus. Several hours later, the customer called back and reported receiving a minimum fill message. The customer reloaded the cartridge and received another inaccurate fill estimate of 140 units of insulin. Reportedly, based on insulin usage, the insulin gauge displayed a discrepancy of 54.64 units. It was reported that the pump will be used for continued insulin therapy.